Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during bedside cleaning, as the nurse pressed the air/water button, it was observed that the seal biopsy valve that was attached to the scope was moving out of place. The cap eventually opened, and the nurse was sprayed with scope water. Reportedly, the nurse was wearing personal protective equipment (ppe) and standard infection prevention measures were followed to clean the spray. The procedure was completed using the original seal biopsy valve. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.